Manufacturer narrative:
Tube fell out. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
Same case as 1527460-2009-00051. It was reported that a g-tube was insertedin 2009, and that 10 days later, the pt experienced skin irritation/inflammation from the gastrostomy tube the pt had pain at the tube site and leaking around the stoma site was noted. The tube had been placed in the small bowel. The pt was given antibiotics (augmentin and avelox) for the redness and inflammation. According to the reporter, in the same month, the gastrostomy tube fell out twice. The pt inadvertently pulled the tube out when getting up to the bathroom unassisted. The same tube was re-inserted back into the pt.